Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing mini transient ischemic attack (tia) events which the hospital believed to result from the discontinuation of anti-coagulation medication due to the pt experiencing gastrointestinal (gi) bleeding. The pt received a donor heart and was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.